Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis, with the helix extended and clogged with blood. Electrical testing revealed no evidence of conductor fractures or internal shorts. Visual and x-ray examinations identified no anomalies other than procedural damage.